Event description:
This complaint is now reportable based on the analysis completed on 05/21/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x8 mm taxus liberte stent would not cross the lesion. The 90% stenosed lesion being treated was located in the moderately tortuous, non-calcified distal right coronary artery (rca). The procedure was completed with another of the same device. No pt complications were reported. Pt status reported as "no problem". However, the returned product revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
(B) (6). A visual and microscopic examination found that the stent had moved on the balloon 3mm distal to the distal side of the proximal markerband. The stent was damaged on its distal and proximal sections. The distal side of the stent had struts stretched and struts were severely misaligned. The proximal side was damaged on rows 1 and 2 with struts bunched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen; therefore, indicating the device had been prepped for use. A 0.015 inch sized product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).